Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. Catheter deployment was tested without issue upon removing it from the packaging. The catheter was inserted into the patient and the array was able to deploy to the basket and flower shapes to ablate the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). Upon moving the catheter to the next vein it would not deploy from the basket shape to the flower shape. The guidewire was advanced and the sheath was pulled back, but the guidewire did not advance appropriately toward the catheter tip. The guidewire moved slightly off-center. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave pulsed field ablation catheter has not been received for analysis. As such, the reported clinical observations of failure to deploy the array and the stuck guidewire could not be confirmed; however, the reported observation of the detached guidewire lumen was confirmed based on the media inspection performed with the video of the issue provided by the customer. Additional information was received, blocks b5 describe event or problem and h6 device codes were updated.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. Catheter deployment was tested without issue upon removing it from the packaging. The catheter was inserted into the patient and the array was able to deploy to the basket and flower shapes to ablate the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). Upon moving the catheter to the next vein it would not deploy from the basket shape to the flower shape. The guidewire was advanced and the sheath was pulled back, but the guidewire did not advance appropriately toward the catheter tip. The guidewire moved slightly off-center. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the guidewire lumen detached from the tip of the catheter, which caused the inability to deploy the catheter. No resistance was felt when advancing the guidewire, but it looked funny on fluoroscopy and was not advancing past the distal tip like it was supposed to.

Manufacturer narrative:
A video attached which evidence the guidewire lumen detached from the tip. Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. The deployment mechanism was felt with some resistance due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Important to mention that the guidewire was successfully inserted. Under microscope inspection it was observed that the welding of the tip was damaged. The guidewire stuck allegation was not confirmed. The quality control deficiency conclusion code was selected for the finding of a failed guidewire lumen tip bond, which is assumed to be the reason for the reported allegation of "failure to deploy" and "guidewire lumen detachment of device or device component". The guidewire lumen was originally bonded to the tip, but detached, and is now preventing the deployment of the spline cage when the slider is pulled back. The bond fails due a welding damaged by the melting process.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. Catheter deployment was tested without issue upon removing it from the packaging. The catheter was inserted into the patient and the array was able to deploy to the basket and flower shapes to ablate the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). Upon moving the catheter to the next vein it would not deploy from the basket shape to the flower shape. The guidewire was advanced and the sheath was pulled back, but the guidewire did not advance appropriately toward the catheter tip. The guidewire moved slightly off-center. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the guidewire lumen detached from the tip of the catheter, which caused the inability to deploy the catheter. No resistance was felt when advancing the guidewire, but it looked funny on fluoroscopy and was not advancing past the distal tip like it was supposed to.